Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 5 months. A request for verification of the date of onset of the infection and lvad serial number for this event has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had a pump pocket infection. The onset, end date and treatment of the infection was not reported. Additional information has been requested but has not been provided.